Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10029. It was reported, (B)(6), the patient was not receiving stimulation. X-rays were taken and noted the lead was disconnected from the extension. Impedances were all in range. The patient underwent surgical intervention where the extension was replaced with a new one. Impedance check of lead intra-op showed high impedances on all contacts. A new extension was implanted. Impedance readings remained high. Post-op measurement of impedances showed 3 contacts were normal and the rest were high. Programming was not able to capture effective stimulation. Additional intervention is planned in the future and will be reported in a new report.

Manufacturer narrative:
Results: the complaint for ¿no stimulation¿ was confirmed. Optical inspection revealed a broken terminal end electrode of the lead inside extension header; therefore the lead was not connected as showed by x-ray. The damage was consistent with an overstress condition the lead was subjected to while inside the extension. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.